Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was treated with IV insulin drip, ems/ambulance/ER visit, hospitalization: overnight stay and the customer experienced headache, tired/weak, nausea, abdominal pain, vomiting and difficulty in breathing . Troubleshooting was performed. It was also found that the auto mode feature was active and been using the insulin pump system within 48 hours of reported high bg event at the time of the event. No further patient complications were reported. It is unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they visited emergency room and were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6), 2022. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer's current blood glucose level was 142 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing, headaches and felt very weak . The customer was treated with manual injection or insulin pen, insulin pump and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did allege insulin pump was under delivering. No further patient complications were reported. The device will be returned for analysis. Frn-mmt-332-rsvr, mmt-397-unomed inf set, ozo-mmt-7020-snsr, mmt-7911-xmtr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to clinical codes has been updated and provided in h6 section of this report.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned insulin pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high blood glucoses and diabetic ketoacidosis found on (B)(6) 2022. On (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged insulin pump/transmitter communication anomaly found on (B)(6) 2021. On (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged sg/blood glucose anomaly and high blood glucoses found on (B)(6) 2022. On (B)(4), svn# (B)(6) - customer returned insulin pump for an alleged was hospitalized for high blood glucoses and diabetic ketoacidosis found on (B)(6) 2022. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08565 inches. However, the insulin pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history/traces on the event delivery accuracy teste of (B)(6) 2022, there was no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered: (18.7 u) (B)(6) 2022 04:33:12.000 normalbolusdelivered (220) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) (B)(6) 2022 08:44:01.000 normalbolusdelivered (220) normalbolusamountprogrammed: 19000 (1.9 u) bolusamountdelivered: 19000 (1.9 u) (B)(6) 2022 08:50:02.000 normalbolusdelivered (220) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2022 10:24:45.000 normalbolusdelivered (220) normalbolusamountprogrammed: 44000 (4.4 u) bolusamountdelivered: 44000 (4.4 u) (B)(6) 2022 13:18:31.000 normalbolusdelivered (220) normalbolusamountprogrammed: 120000 (12 u) bolusamountdelivered: 120000 (12 u) the insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The insulin pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The insulin pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No insulin pump/transmitter communication anomaly noted. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The insulin pump was programmed with contour next test glucose meter. The insulin pump connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. The insulin pump communicated properly and recorded the 82 mg/dl test value properly from glucose meter. The insulin pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies noted during testing. No sensor glucose/blood glucose anomaly noted during testing. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event delivery accuracy teste. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The insulin pump had a high sleep current measurement, suspected on the electrical board 2. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to verify customer alleged for high blood glucoses and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Insulin pump/transmitter communication anomaly and sg/blood glucose anomaly were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6. Concomitant products have been provided with this report in section d10.